Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out of range shock impedance greater than 200 ohms. All other tests indicate acceptable values. Boston scientific technical services (ts) was contacted and discussed possible electromagnetic interference (emi). The device was explanted and replaced for a therapy upgrade. Additional information indicates there have been no further concerns with this patient. No adverse patient effects were reported. The rv lead remains in service.